Event description:
Customer noticed imprecision on bhcg pt results. When one pt sample was run neat, 1079 error code occurred. (Incomplete optic reads). 1:200 dilution yielded <800 mlu/ml. 1:20 dilution yielded results of 5520, 3917, and 5700' mlu/ml. Miniprecision study yielded acceptable results. After changing and calibrating probe, 1:200 dilution of pt sample gave results of 9112, 8310, 11705mlu/ml, and at 1:10 yielded 9122, 8837 and 9349 mlu/ml. Fibrin strands noted in serum sample. No impact to pt treatment reported.